Manufacturer narrative:
Correction: a1, b1, b2, b5, b6, b7, d1, d2 (common device name), e1, e2, e3, e4, g3, g5 (PMA/510k), h3, h6 (device code). Additional information: d4 (UDI number), d10, h6 (results and conclusion codes). The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported that following surgery, the patient experienced heterotopic ossification. No further information was provided.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Reference and lot number of concerned device are not known. Attempts to obtain additional information have been made and no more information was provided. So far, is not possible to perform the review of traceability and devices history records. Product was not returned yet, no evaluation could be performed. Investigation still in progress.

Event description:
Mobi-c p&f us: heterotopic ossification. Information was gathered through the 2019 annual mobi-c ess surgeon survey. In response to a question asking if any given indicators of potential adverse events had been observed in the past year, respondent chose heterotopic ossification. On june 17th 2019, surgeon answered that no information is available. Investigation ongoing.